Manufacturer narrative:
Title: knotless retroperitoneoscopic nephron-sparing surgery for small renal masses: comparison of bipolar sutureless technique and barbed suture technique. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, 126 patients used sutures for renal suturing in retroperitoneal laparoscopic nephron-sparing surgery (rpnss). 9 patients in the suture group had postoperative complications: 1 major complication (clavien¿dindo grade =iii) requiring interventional embolization of a renal artery branch because of massive bleeding; 8 minor complications cured with conservative treatment. These complications comprised 5 cases of fever, 2 cases of massive drainage without urinary leakage, and 1 intestinal obstruction.